Event description:
The following information was received from global pharmacovigilance (gpv)and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 1.5 therapy. On (B)(6) 2012, the patient's relative contacted baxter (B)(4) customer service center and stated that on an unreported date, the patient experienced peritonitis. Upon follow up with the physician, the physician confirmed the event of peritonitis which required hospitalization. On an unreported date, the patient began remedial therapy with cefazolin and ceftazidime was given intravenously . The patient was recovering and the patient would be discharged from the hospital within a few days. The physician reported the therapy was unrelated.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is undetermined.